Event description:
The customer reported that the live video will intermittently go black requiring a reboot to clear the problem. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.